Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery charged slower than expected. Blood glucose was not impacted. Customer declined replacement charging supplies. Reportedly, the customer continued to use the pump for insulin therapy.